Event description:
Medtronic representative reports patient exhibiting unusual behaviors since implant. Mood swings as well and progressively getting worse. Hcp reported a change in sleeping patterns, extreme mood swings, and unusual, out-of-character, sexual behavior patterns. Hcp saw the patient in 06/03. The doctor decreased the patient's medication (dopamine antagonist). The patient has advanced parkinson's which affected the speech and the ability to lift the head and stand vertical prior to implant. No report of device explantation. A follow-up report will be sent if additional information is received.